Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severed array, as well as a damaged epoxy header, and braze region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of patient performance could not be verified during this analysis, which was limited in some respects due to the condition of the electrode prior to receipt. The device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data it is believed that this device was non-hermetic. This older device configuration is no longer manufactured. This is the final report.